Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there was an impella cp pump stop. The staff (without warning) pushed the stretcher with some force into the ambulance and were not paying attention to the console. The white power cable to the cp was rammed into the door of the ambulance and snapped it out the console breaking the pins in the connector cable to automated impella controller (aic). The pump stopped and immediately alarmed. The connector cable was broken. The cp was replaced.

Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. Data logs showed the pump stopped almost immediately upon the occurrence of the "impella stopped (rpm deviations" alarm (#115). All metrics disappeared following the pump stop. Visual inspection of the returned pump revealed the front half of the patient cable plug had been broken off with several connector pins completely missing. The remaining few connector pins were mangled. No other damage or abnormalities were found. After reviewing the clinical information, it was concluded that the cause of the pump stop was damaged connector pins due to excessive force on the patient cable. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.